Manufacturer narrative:
Additional manufacturer narrative/corrected data: age at time of event. Sex. As this was information collected during a review of data between dates of october 2013 and september 2016, the age and sex reported in this medwatch are averages.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or include intervention include, but are not limited to, aneurysm enlargement.

Event description:
In a review of published literature, the following findings were noted: toshiya nishibe, md et al., "clinical and morphological outcomes in endovascular aortic repair of abdominal aortic aneurysm using gore c3 excluder: comparison between patients treated within and outside instructions for use" in annals of vascular surgery (2019) (available online on february 23, 2019). Between october 2013 and september 2016, 109 (91 men and 18 women, with a mean age of 77.0 years) patients underwent an endovascular aortic repair using a gore® excluder® aaa endoprosthesis to repair infrarenal abdominal aortic aneurysm. The article states that three patients were identified with the aneurysm enlargement of more than 5 mm after 2 years post-operatively. (P17-p18, 261-263).